Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an occlusion alarm occurred. The customer's blood glucose (bg) level was not impacted. The contact reported the customer was using manual injections for insulin therapy as no additional pump supplies were currently available. As no additional supplies were available, tandem technical support was unable to perform a system check to determine a possible cause of the occlusion.